Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 02/27/2014, electrode belt: 03/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital at the time of passing. It was reported that medical staff was present and attempted to resuscitated the patient. Review of the download data, indicates the patient received six inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. The patient experienced an inappropriate treatment at 21:12:34 on (B)(6) 2020. The patient's rhythm and post-shock rhythm was CPR/motion artifact. At 21:13:01 the patient experienced an inappropriate treatment while the patient's rhythm was asystole with CPR/motion artifact, and the post-shock rhythm was an idioventricular rhythm at 75 bpm degrading to asystole with CPR/motion artifact. At 21:13:28 the patient experienced a second inappropriate treatment which the patient's rhythm was CPR/motion artifact and the post-shock rhythm was an idioventricular rhythm at 75 bpm degrading to asystole. A fourth inappropriate treatment occurred at 12:13:54 while the patients rhythm and post-shock rhythm was asystole with CPR/motion artifact. Treatment five occurred at 21:14:24 while the patient's rhythm was CPR/motion artifact, and the post-shock rhythm was an idioventricular rhythm at 75 bpm with CPR/motion artifact. The sixth inappropriate treatment occurred at 21:23:30 while the patient's rhythm was CPR/motion artifact and the post-shock rhythm was CPR/motion artifact transitioning to an idioventricular rhythm at 70 bpm degrading to ventricular fibrillation (vf). Vf was not sustained long enough in the treatment sequence. Detection algorithm was not sustained long enough due to varying heart rate. Vf with varying heart rate and low amplitude cardiac signal prevented the lifevest from treating the patient from approximately 21:23:41 until the electrode belt was disconnected at 21:27:18 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 9:00pm.